Event description:
Breast implant illness after reconstruction for breast cancer and double mastectomy. Four months after implants, started noticing some unusual symptoms. Extreme fatigue, inflammation in joints, hands were extremely swollen and painful. Bottoms of feet very painful, chemical bad odor from armpits, unusually long sicknesses from flu, and colds. Ran low grade fevers everyday, felt sick most days like had the chills. Slow healing of cuts, brain fog, extreme sweating. Capsular contracture of right breasts. Uti symptoms, throat feeling blocked, extreme pain over whole body, bloated, pain radiating down arms. From (B)(6) 2019 the symptoms extremely increased, felt like I was dying, spent most of day in bed or wishing I was. It was becoming increasingly harder to make it through everyday. Was watching an episode on (B)(6), about a woman who had bii, it all made sense. I immediately started to see if I could get them out. I explanted on (B)(6) 2019. The day after surgery I was able to put on my wedding ring, hadn't been able to wear for four months because of inflammation and pain. My hands were so painful before explanted, I couldn't hold hands with my husband. Most pain is gone. I feel way more energy and just feel all around better. I feel alive again. I hope in the future I will see the rest of my symptoms disappear. When they implanted I was not given a pamphlet on the implants nor any warnings of possible cancer or side effects. My implants were natrelle inspira cohesive breast implant, made by allergan; 770cc both sides style scf, ref (B)(4), sn left side (B)(4). Sn right side (B)(4). It's so sad when breast caner tries to kill you and you survive only to have the agreed of man to make money almost destroys your life in the point you no longer want to live. But I'm a survivor and I'm going to beat this too. The only warnings I was given before surgery was ten years replacement, no guarantee of the looks. May this be resolved, so women no longer suffer and families suffer when children and husbands no longer have a functioning woman in their life. Shame on big companies and how they bend rules to get them back on the market to make money who cares who they suffer. I also went to my physician paid hundreds of dollars for tests to find out what was wrong. They all came back negative, but still had all the bad symptoms. Breast implant illness. FDA safety report ID# (B)(4).